Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized due a low blood glucose (bg) level of 30-40s mg/dl. Reportedly, the customer was using u-500 insulin within their pump supplies. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.